Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a cracked front cover. During investigation the unit was able to power on using battery power. When powered on some leds do not illuminate on the upper led digits display. The device was able to obtain measurements and alarmed audibly and visually during alarm conditions. Internal inspection showed one of the speaker wires is broken away from the speaker and foreign contaminants on the technology board and system board led driver circuitry.

Event description:
The customer states that this device has a segment on the top display that will not light. No patient impact or consequence reported.